Manufacturer narrative:
Based on the information provided, review of surgeon training guide, IFU, certificates of analysis and fmea, the most probable root cause may be possible infection. Part number, lot number, manufacture date, expiration date and UDI/gtin number: 1st (superior): ifuse implant, p/n 7045-100, lot# 493437, mfd. 02 jul 2015, expires 2020-07, (B)(4). 2nd (middle): ifuse implant, p/n 7040-100, lot# 447333, mfd. 23 jan 2015, expires 2020-01, (B)(4). 3rd (inferior): ifuse implant, p/n 7045-100, lot# 493437, mfd. 02 jul 2015, expires 2020-07, (B)(4).

Event description:
The patient had initial right side si joint arthrodesis in (B)(6) 2016. The patient had pain relief for six months before presenting to a different surgeon with complaints of recurrent low back pain. The new surgeon determined via MRI x-ray that the most caudal implant may have been loose and he suspected that there might have been an infection in the area. In (B)(6) 2016, the surgeon performed a revision surgery where he removed all of the implants. All of the implants were solidly fixed in bone and the reporter indicated that there was "bone growth all over the implants" upon their removal. The surgeon did not see any signs of infection during the revision procedure. He did not add bone graft to the joint but did use antibiotic hemostyptic collagen sponges. The results of the initial testing for infectious agents determined that staphylococcus epidermis may be present, but further testing did not show any overt serologic evidence of infection. The patient has been put on oral antibiotics and the surgeon will reassess at a later date. The patient's history includes an infection following a previous spondylosis surgery not related to the si joint arthrodesis.